Event description:
It was reported that the device exhibited error code 41627. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. The service history review indicated that the reason for return is related to a past service. Visual inspection found a degraded downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. It was determined that the fluid ingression to the device was the root cause. The main board, motor, and the dso seal were replaced. The device then passed all functional testing.